Manufacturer narrative:
The insulin pump was received with partially broken off reservoir tube lip and the test reservoir will not lock/click in place. The insulin pump passed prime test, excessive no delivery test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to partially broken off reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced a high blood glucose level of 600 mg/dl and insulin pump broke. The customer had other blood glucose 220 mg/dl. The customer was treated with the syringe manually. The customer reported that insulin pump broken at the top of reservoir part. The customer was advised to discontinue use of the pump and revert to a back up plan and the insulin pump will need to be replaced. The product will be returned for analysis.